Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available. Additionally, it should be noted that the test strips in use were expired.

Event description:
A customer's daughter reported they were having unspecified calibration issues with their precision xtra meter due to having incompatible test strips and her mother, the user of the meter, was unable to monitor her blood glucose. As a result, she delayed her diabetic treatment, which caused the customer to become symptomatic (the caller was unable to specify the symptoms). The paramedics were called and upon arrival treated her with intravenous glucose. There was no report of death or permanent impairment associated with this medical event.